Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08303. The patient received 4 model 3246 leads 3 of which have the same lot number. It was reported, the patient has experienced ineffective therapy on left side of the abdomen since implant. Diagnostic testing revealed normal impedance readings on the contacts for the left lead. Reportedly, x-rays were not taken, however the physician suspects the left lead has migrated. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time it was noted one of the leads had flipped over. As a result, the affected lead was repositioned and secured back into place. Reprogramming was completed several days post operative. Note: all possible leads are being reported as it's uncertain which lead has the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.